Manufacturer narrative:
This case was handled via phone. No repair / fe action occurred. (B)(4).

Event description:
The hospital reported that, during patient use, fi co2 was high. There was no reported patient injury.